Manufacturer narrative:
Evaluation: visual inspection of the returned product found the lens optic torn. A piece of the lens optic and one haptic were torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated the surgeon inserted and removed a cq2015 collamer three piece lens within the same surgery due to the lens having torn during loading. The incision was enlarged to remove the lens and another lens was implanted sutures were required to close the incision. A vitrectomy was performed due to a posterior capsule tear that had occurred prior to insertion of this lens. The reported stated this facility uses an alcon phacoemulsification system.